Manufacturer narrative:
Follow-up # 1 ¿ (6/20/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/19/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/31/2013 and 7/15/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4-5x daily and his results are usually around "5-10 mmol/l." The patient manages his diabetes with novorapid insulin (10-20 units with meals based on carbohydrate intake), lantus insulin (35 units), victoza (1.8 mg 1x daily) and metformin pills (1000 mg 2x daily). The alleged issue began on may 10, 2013 around 11am. The patient reported blood glucose results of "8.9 mmol/l" with the subject meter and "4 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. Immediately prior to testing, the patient claimed he felt symptoms of shaky and light headed. The patient drank milk and ate a chocolate cookie as treatment. The patient reportedly felt better a few minutes later. The patient could not confirm blood glucose results obtained prior to his reported symptoms; however, alleged he "did not recall anything unusual or abnormal." The patient denied making changes to his usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.